Event description:
Customer reported that the screen was scratched and that he had difficulty reading it. The blood glucose reading was 244 mg/dl. He stated that the infusion set did not show signs of damage. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.